Manufacturer narrative:
Date sent to the FDA: 07/26/2021. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Mwr-20072021-0001001749 submitted for the adverse event which occurred on (B)(6) 2013. Mwr-20072021-0001001750 submitted for the adverse event which occurred on (B)(6) 2015. Mwr-20072021-0001001751 submitted for the adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery and lysis of adhesions on (B)(6) 2019. It was reported that the patient experienced severe pain, mesh migration, adhesions and bowel resection. Other procedures are captured under separate files. No additional information was provided.